Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implantable pulse generator (ipg) battery change, short cycle noise seen consistently on right atrial (ra) lead atrial-pace electrogram. No clinical actions taken. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.